Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no proper image was observed on the monitor screen when connecting the endoscopes. In addition, the image disappeared intermittently accompanied by noise. As a result of water intrusion in the device and external surface, significant signs of moisture were found on the output socket connector and the front panel. Furthermore, the chassis was deteriorated by rust. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera iii xenon light source screen went black halfway through a colonoscopy procedure. The customer concluded that the cause was due to water in the one touch connector. A similar device was used to finish the operation with a short prolonging due to the new equipment set up. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomena ¿black screen¿ and ¿water in one touch connector¿ were duplicated. And were determined to be, due to water intrusion. Likely resulting, from incorrectly cleaning/handling. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: ¿before connecting the endoscope connector to the light source, confirm, that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Store the equipment at room temperature in the horizontal position in a clean, dry, and stable location. If fluids are spilled on or into the light source, stop operation of the light source immediately and contact olympus¿. Olympus will continue to monitor field performance for this device.